Event description:
Customer called lfs on 8/2002 alleging that the meter would prompt "insert strip" and "not ok". The "insert strip" message could have been caused by the meter not recognizing the test strip being inserted into the meter. The "not ok" message may have been due to electronic problems, the test strip may have been moved while applying blood or during the test process, or the test strip any have been removed while the word "wait" was on the display. Customer did not report ay symptoms or medical care beyond home treatment. No adverse event or serious injury occurred. Ccr was unable to resolve either issue after troubleshooting. The customer also reported obtaining inaccurate erratic results. And obtained a "33 mg/dl" and "158 mg/dl" within a 10 minutes period. The check strip test passed indicating the meter was within specs. The ccr was unable to run through a control solution test. Ccr replaced the meter because the "not ok" and "insert strip" messages could not be resolved.